Event description:
It was reported that the patient was having difficulty in charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.